Manufacturer narrative:
The mcs tip cover accessory has not been received a for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted vaginal prolapse repair procedure the monopolar curves scissors (mcs) tip cover accessory that was installed on an mcs instrument fell off inside the patient's abdomen. The mcs tip cover accessory was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
The tip cover accessory was received for failure analysis. The reported event with the accessory could not be replicated nor confirmed. Using the installation tool, the tip cover was placed on a monopolar curved scissors (mcs) instrument. The tip cover was tightly attached to the scissor and could only be removed with considerable effort. Additionally, the tip cover was found to have tearing in the transparent part at the mouth where the scissor tips exit. The tip cover was found to have tearing 40 mm from the proximal end where the instrument inserts. The tears were axially aligned with the tip cover and measured from 5 mm in length. There were no signs of thermal damage present at the end of any tears.

Event description:
Refer to h11 for follow-up information.